Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal on (B)(6) 2014, the physician used a metal sound and dilated the cervix prior to inserting "the [fluid] deficit climbed to 900 ml before they even inserted the myosure [disposable] device into the scope". The physician suspected a perforation and aborted the procedure. The patient went to recovery and was "doing fine."